Event description:
The customer reported that the system lost pt images, data loss. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.